Event description:
Customer reported interlock errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the p1 power supply, back plane, and fast stop switch. System operates as intended.